Manufacturer narrative:
The customer¿s report of the pump not alarming when using the delay start option was confirmed. The pcu event log shows that the device was infusing a basic infusion at a rate of 150ml/hr. At 2:38 am on (B)(6) 2017, the rate was changed to 160ml/hr. At 6:22 am, the user programmed a delay for 2 minutes. At 6:24 am, the device alarmed for callback before infusion and the infusion was restarted. At 7:11 am, the infusion completed and stopped. The volume recorded as being infused during this period was 723.6ml. As designed, when the delay start feature is used there is no audio alarm when the delayed infusion is complete, unless a callback after option has been programmed, and the device does not go to kvo. The pcu log shows that the option for this infusion was set for callback before. The root cause of the reported event was a programming issue. Devices not received, log review only.

Event description:
The customer reported that the delay start option was used on a pump that was infusing 1l of citrate and a second pump that was infusing 1l of calcium chloride. When the clinician returned the citrate infusion was noted to be complete however the pump had not alarmed. The clinician stopped the calcium chloride and checked the patient's cacl level which was elevated (results not provided). The pump was removed from the patient. Increased monitoring was done due to the hypercalcemia, and the cacl and citrate rates were adjusted.